Event description:
The user repeated the pushed and pulled several times and the condition of the angle of the endoscope was unknown. The guide sheath was inserted into the scope together with the guide sheath. Additional information received: it was reported that the user checked with staff involved in cleaning and the staff is not aware of any damage or missing endoscope cleaning brush. The staff uses different brushes depending on the size of the forceps channel of the endoscope. For bronchoscopes the staff uses bw-15b (reusable brush), bw-411b (single use brush), bw-400b (single use brush), and mh-507 (reusable channel brush). However, it is unknown which brush was used that day.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation with correction to the initial with information inadvertently left out (b5 and g2). Additionally, to provide an update to field b1 and to provide information received through follow up b5. The device was evaluated by olympus. The evaluation discovered that the connecting tube has coating peeling (1mm2 or more). Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the tip fell off occurred due to external stress such as forcefully inserting and withdrawing the guide sheath. Related complaints c24041308 and c24041293 contain information on the guide sheath. The root cause of the tip fell off could not be identified. Additionally, it is possible the coating of insertion tube peeled off occurred due to stress from use, external factors, or handling. However, the root cause of the coating of insertion tube peeled off could not be specified. The event can be detected and/or prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ "confirm that the endo therapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end." ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories), 5.5 manually cleaning the endoscope and accessories¿ "the channel cleaning brush (bw-15b), the channel cleaning brush (bw-18v), and the suction connector cleaning brush (bw-15sh) are reusable. The single use single-ended cleaning brush (bw-400b, bw-403b) and the single use combination cleaning brush (bw-411b) are for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use. If a piece of the brush comes off inside the endoscope channel, immediately retrieve it. Confirm that no parts remain inside either the instrument channel or the suction channel of the endoscope by carefully passing a new brush through both channels." ¿chapter 4 operation, 4.3 using endo therapy accessories¿ "when the bending section of the endoscope angulates significantly and insertion of an endo therapy accessory becomes very difficult, straighten the bending section as much as possible. Inserting the endo therapy accessory with excessive force may damage the instrument channel and/or the endo therapy accessory." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. This report is linked to the following patient identifiers: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a guided sheath procedure the guide sheath was attempted to be passed through the scope but did not protrude from the tip of the scope as expected. The tip fell off and the fallen pieces were immediately recovered using grasping forceps. The procedure was completed using a similar device. There was no reported harm to patient.